Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had been ¿having problems the past 6 months¿ and ¿the doctor wants to take it out because it¿s not working properly according to him.¿ the patient stated that he had been going through intermittent withdrawal symptoms, had pain ¿all over¿ which was making his back pain worse and had a ¿sick feeling¿ for a few days at a time. The symptoms first began in (B)(6) 2013. The patient stated that it was terrible and he went to the emergency room (ER). The patient stated that his current healthcare provider (hcp) had ¿turned it way down¿ until he turns it off. The device system delivered morphine and per the printout from (B)(6) 2013 the dose was 3.300mg/day. The patient stated before that the dose was 3.004mg/day ¿roughly.¿ it was later reported by the hcp that the patient claimed to have heard the beeping alarm at times and then it stops. The patient had relocated was currently under the care of another hcp and the plan was to interrogate the pump and read the pump logs. Pump explant was also planned at the patient¿s request. Patient status at the time of the report was alive with no injury. It was further reported that an indium dye study was performed on (B)(6) 2014 which showed normal results. The hcp¿s impression was a normal pump study. During follow-up on (B)(6) 2014 the patient had complaints of low back and bilateral leg pain. The patient rated the pain as 6/10 on a scale of 1 to 10. The patient stated that his pain was worse than it was at the previous visit. The patient described the pain as having an aching and a throbbing quality. It was noted that the patient had been previously treated with pain medication and the patient medications were ineffective. The patient also admitted to sleeping problems. The hcp commented that the intrathecal pump study was unremarkable and it appeared that the pump was functioning normally. At this time the patient ¿continues to experience what he considers withdrawal symptoms and would not like the pump explanted.¿ the hcp commented ¿to be frank, we have nothing but issues with his intrathecal pain pump in regards to his response.¿ the hcp agreed that in this case the pump explant was probably the best option. At this time the hcp was to reduce the dose to minimum rate. Additional information has been requested but was not available at the time of this report.